Event description:
A surgeon reported on (B)(6) 2026 that another surgeon experienced a patient's fracture collapse postoperatively. He stated the surgeon noticed that the locking screws in the variable angle holes in the new set will fail to fairly minimal pressure. The sales rep provided additional information on (B)(6) 2026 that this was a removal surgery because it was noticed that the distal row of unthreaded pegs shifted out of position. On (B)(6) 2026 the rep stated the shift was noticed on an x-ray and the patient was healed so there was no further intervention required and no additional hardware was needed. The device was successfully removed and there was no delay in surgery. Trimed has requested the catalog number from the rep on (B)(6) 2026, (B)(6) 2026 and (B)(6) 2026 and as of (B)(6) 2026 the rep has not confirmed. Trimed will continue to follow-up to receive the information from the rep. Trimeds commercialization manager provided additional information on (B)(6) 2026 via phone that the surgeon believes the joint surface subsided and subsequently the patient was experiencing discomfort, so the surgeon opted to remove the plate. The surgeon confirmed the patient healed successfully but he was not able to confirm the exact catalog number and the original surgery date is unknown.